Event description:
Medtronic (covidien) received information through clinical trial data review. The patient was successfully treated with solitaire2. Vasospasm occurred in the right mca after revascularization. The patient was given 100 mcg of intra-arterial nitroglycerin. No other events were reported.

Manufacturer narrative:
The procedure report was received and per the report, the vasospasms were caused by the catheter when placed in the right carotid artery. The thrombolysis in cerebral infarction (tici) was 2a post mechanical thrombectomy procedure. (B)(4).

Manufacturer narrative:
The device is a single-use device and it was not reprocessed and or reused. (B)(4).

Manufacturer narrative:
Additional information: the device was not returned for analysis as it was discarded. The lot history record was not performed as the lot number was not reported. Attempts were made to obtain the information without success.